Manufacturer narrative:
Actual device not evaluated. Although there have been attempts to receive further information, no additional details were provided and the device remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that sixteen (16) years, six (6) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. A 26mm sapien xt (9300tfx) was implanted with no reported complications. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Although the root cause for the observed regurgitation is unknown, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to aortic regurgitation. No additional details provided.